Manufacturer narrative:
The reported event was confirmed. Evaluation found vertical balloon burst along lumen. No missing piece was observed. Sample was evaluated under microscope and observed stone formation at the inflation eye of the catheter. No other conditions found that could be associated with the reported event. The exact cause of how and when the problem occurred could not be determined. However, the potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[precautions]. 1. Precautions for use (exercise caution when using the device in the following patients) (1) exercise caution when using the device in patients with high urinary calcium levels as encrustation on the balloon surface, catheter occlusion or damage may occur. 2. Important precautions. (1) when catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, defect, etc. Before inserting a new catheter. (2) when any part of the balloon and/or the catheter is missing, consider removing them using a cystoscope. (3) when it is difficult to remove catheter by deflating the balloon, take appropriate measures according to the section ¿troubleshooting¿." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that on the 3rd day after use, the foley catheter balloon was difficult to deflate. Per the follow-up received via ibc on 12nov2020, the balloon rupture was confirmed. There were no missing pieces of the balloon and no patient injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that on the 3rd day after use, the foley catheter balloon was difficult to deflate. Per the follow-up received via ibc on 12nov2020, the balloon rupture was confirmed. There were no missing pieces of the balloon and no patient injury was reported.